Event description:
N/a.

Manufacturer narrative:
Investigation: a complaint submitted by a getinge representative states "the hook up to oasis 3600-100 was done incorrectly on a patient. Patient is ok. The hospital has converted from pleuravac to oasis 3600-100 and needs education. I am setting up virtual training, 3 classes for the hospital to attend. I do not have further information on the event at this time." Several attempts to understand how the drain was set-up incorrectly were made. The only additional information that could be provided states "the customer states the connection of the patient tubing was set up by the employee incorrectly. The doctor identified the incorrect set up and asked for staff to be further educated." When asked if the clinical team had the instructions for use (IFU) available at the time of use, it was noted that the ifus directly on the drain (i.e. The iconic IFU) was referenced. Virtual in-service training was setup for the nurse educator and for each shift. The getinge representative noted that educational information (links with video) was shared with the nurse educators as well, and wallet cards and wall charts were ordered as reference materials for the staff. The device was not returned, and no images were provided of the incorrect setup. No lot number was provided. Therefore, a device evaluation and device history review cannot be performed, nor is deemed necessary, given the complaint is admittedly a setup error made by the user. Given the lack of details surrounding the reported setup error, the complaint cannot be confirmed as it is unknown if a use error actually occurred. The IFU contains a number of other warnings and precautions to ensure proper setup and function of the drain, as well as instructions for setup of suction, use of the water seal, and description of the various features of the drain. There is an image of the drain and features provided, which clearly denotes the patient tube. The iconic IFU provided on each drain provides a graphical depiction of the drain setup, including connection of the patient tube. Based on the information provided, the treating doctor identified that a set up error had occurred and recognized that the staff required further education and training on the use of the oasis drain, as they previously were using a different manufacturer's products. The only information on the setup error provided was that the connection of the patient tubing was set up incorrectly, but it is unknown in what way (e.g. Wrong connector used, attached to wrong port of the drain, connections not tight enough, etc.). The details provided did note that the iconic IFU was referenced, which does show the patient tube connection. Based on the information available, it cannot be concluded that the product labeling is deficient in any way, nor were there any claims made in this regard. The root cause is likely inadequate familiarity with this particular model of drains. Therefore, "user - user error" is selected as the root cause.

Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
The hook up to oasis 3600-100 was done incorrectly on a patient. Patient is ok. The hospital has converted from pleuravac to oasis 3600-100 and needs education. Getinge representative is setting up virtual training, 3 classes for the hospital to attend.

Manufacturer narrative:
Complaints associated with adverse events arising from the use of the device and/or patient conditions related to set-up errors without device malfunction. These events are associated with inconvenience only. The failure mode has not caused or contributed to a death or serious injury in the past two years and has a remote probability of resulting in a death or serious injury, as documented within the risk management file. Additionally, the failure mode has been confirmed through the medical affairs team to be unlikely to result in a death or serious injury. Atrium medical corporation will no longer report future events for complaints associated with adverse events arising from the use of the device and/or patient conditions related to set-up errors without device malfunction or patient impact, unless the failure mode is found to cause or contribute to a serious injury.

Event description:
N/a.